Event description:
While I was responding to a low blood sugar incident, I opened the dexcom g7 app to check my sugar and received an error saying that the app stopped working and required a factory reset. This message said that I would be able to keep my current sensor session. However, when I followed the reset instructions, my sensor was no longer connected and I had to start a new sensor and wait 30 minutes for readings to start again. This occurred on the android version of the g7 app.